Event description:
It was reported that the pump exhibited a bubbled downstream occlusion seal. No patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was used and in good condition. The tamper seal was removed. There was no evidence to review in the device's event history log. A visual inspection and functional test were performed and the reported issue was duplicated. A bubbled dso seal was confirmed during inspection. As a result, the dso seal was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.